Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to a cracked haptic. Removing the lens required incision enlargement and sutures. The same model lens was implanted as a back-up. In the physician's opinion the most likely cause of the damage was "plunger broke back of haptic." The patient's prognosis is described as "good."